Manufacturer narrative:
Analysis of the lead found that the distal end of the lead was bent out of the box. Continuity was acceptable on all circuits.

Event description:
It was reported that upon opening the device package, the tip of the lead was found to be curved. The guide wire was removed from the lead to determine if the wire was causing the bend; however, the lead was still curved. The device was not used with a patient.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.